Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 486 mg/dl at the time of incident and other blood glucose was 300 mg/dl. The customer was treated with insulin pump and manual injection. The customer been using the insulin pump system within 48 hours of reported high blood glucose event. The customer alleges insulin pump was under delivering. The customer stated that they were using the auto mode feature. The customer stated that the retainer ring was cracked and reservoir was not able to lock in place. The customer saw a crack on the insulin pump. It was located by the backside going from the clip to the clear ring. The insulin pump will be and reservoir will not be returned for analysis.